Event description:
Device 1 of 3. Reference manufacturer reports: 1627487-2010-00418; 1627487-2010-00516. The patient received her scs system consisting of an ipg, percutaneous lead, and lead extension on (B) (6) 2008. It was reported that the patient had fallen more than once. After the first fall, the patient reported that her stimulation was painful and did not cover her existing areas of pain. The patient had a revision to correct that reported issue. The patient fell another time and again reported painful stimulation as a result. The physician explanted the entire system on (B) (6) 2009. The patient was not reimplanted. No further information is available.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg antenna silicon was cut and there are instrument marks on the header, can and silicon. Damage to both septums. Ipg passes all functional testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.